Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in ss prn slm npvc leakage at catheter junction . On 3 august, the patient was given an infusion with an indwelling needle as prescribed by the doctor, and after the successful puncture of the indwelling needle and the connection of the infusion set, he found that there was a leakage at the transparent hose during the infusion with the indwelling needle, so he immediately turned off the infusion set, pulled out the indwelling needle and pressed the puncture site, and then re-punctured it, and the patient did not suffer from any adverse consequences.

Manufacturer narrative:
It is understood from the follow-up information that the catheter is leaking at 1mm from the catheter hub, and no defective sample and photos will be returned. DHR/bhr review lot#4081471: this batch of products were assembled at intima ii auto line 3 in april 2024, and packaged at r245 package line in april 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Review incoming inspection records of catheter, no abnormalities. (Material number: b5190aal, batch number:3310592, 3360814. The retained sample of this batch is taken for relevant functional testing: 45psi leakage test, the test is passed, and no leakage is found at the catheter. Please see the attached test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not returned, the damage states at the leakage of the catheter cannot be identified, so the root cause of this defect cannot be confirmed.

Event description:
No additional information provided.